Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was noted that the patient had fallen, and the right ventricular lead dislodged. The lead exhibited high capture thresholds, far p oversensing, and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
The reported events were dislodgement, low lead impedance, capturing issue, and oversensing. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region, helix extended and covered with blood / tissue, and blood on the inner coil. After cutting, cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported event of low lead impedance, capturing issue, and over sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.